Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photo provided. An image of the 30gx8mm bd syringe was provided. The customer reported polybag torn and no lot# printing. The images were examined, and it was observed that the lot number, manufacturing date, and expiration date are missing from the shelf carton. Furthermore, the polybag has mechanical fraying across the bottom of the pouch. A review of the device history record was completed for batch# 2115764. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the image received, embecta was able to confirm the customer¿s indicated failure. Root cause cannot be determined at this time.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm there was missing lot information. There was no report of patient impact. The following information was provided by the initial reporter: no lot# printing

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm there was missing lot information. There was no report of patient impact. The following information was provided by the initial reporter: no lot#: printing.